Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by a territory manager that the customer has been having unusually high blood glucose and her doctor wanted her to reach out to medtronic for assistance. Customer's blood glucose was in the 400's mg/dl and the customer was not sure why. Customer's blood glucose is 132 mg/dl. Customer stated that he has had ketones because he has gotten sick. Customer contacted his health care provider for his high blood glucose. Customer treated with the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were found to be correct. Troubleshooting was performed and customer did not have a tubing clamp. Customer was advised to call back once they receive the tubing clamp to complete troubleshooting. Customer was advised to do a complete set change.